Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device evaluation confirmed the reported issue of broken lens, however, the reported issue on the shaft was not confirmed. The broken lens root cause was most likely due to excessive force by the user. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was replaced with another of the same type. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during reprocessing, the rod lens of the scope was found to be broken. Although requested, additional information has not been provided.